Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine 4mg/ml at 0.9002mg/day dose not reported, and morphine 20mg/ml at 4.5-5mg/day via an implantable pump. The indications for use were rsd/causalgia-complex regional pain syndrome, chronic low back pain and spinal pain. The patient reported a sudden onset of increased pain level that began (B)(6) 2016 and it has not subsided. The pain is on both sides of low back muscles. The patient denied any falls, excessive exercise, etc. The patient spoke with the physician today (B)(6) 2016 about it and the physician was addressing it per the patient. The pump was last refilled (B)(6) 2015 and it was discussed about going higher with the daily dose so in (B)(6) 2015 the dose was increased from 4.50-5.0 mg/day. "Amatryptaline" was prescribed for nerve pain but the patient was "agitated a lot" "a jerk" which occurred in (B)(6) 2016, a week after beginning the med per the patient¿s wife so the physician changed drugs to baclofen. The nerve pain has progressively gotten worse with the right thigh (began last summer 2015) and was waking the patient up several times in the middle of the night. The dr. Changed to baclofen for the nerve issues and muscle spasms and because it can be put in the pump per the patient. In fl the pump was refilled every 90 days and in mi it is refilled every 4 months . Additional information received from the healthcare provider reported it was unknown what the patient meant regarding the statement that they were ¿agitated and a jerk¿ in (B)(6) 2016. The patient was switched from oral amitryptaline to oral baclofen. Per the physician the patient was under care in (B)(6) from (B)(6) 2015. Marcaine was added to the pump in (B)(6). The patient was seen (B)(6) 2015. The patient was seen for a re-check. The patient had a history of low back pain. The patient¿s allergies included gabapentin, oxycodone, penicillins, pregabalin, prochlorperazine, sulfa (sulfonamide antibiotics) and toradol. The patient has received 50% pain reduction for pain medication. The patient had just moved back from (B)(6) where his pump was managed while he was down there but had moved back permanently due to getting a lung infection down there. The patient was doing much better now .they had added marcaine to the patient¿s pump which has helped him. The patient was weaning off the ms contin and was only taking 1-2 per day now and plans to get off it completely in the near future. The patient was here for a consult for his pump that the healthcare provider had placed in (B)(6) 2015. The patient has moved back from (B)(6) and need the healthcare provider to take over care again. The patient¿s pain level was 7 lower right back, bilateral legs and feet. The medications the patient was taking at the time were diazepam 5mg 1 prn, lisinopri-hydrochlorothiazise 20-25mg tab, zofran 4mg, morphine sulf 15mg tab sa bid, norco 10-325 mg up to 5qd prn, lidocaine 5% ointment apply prn. The plan was to get the patient¿s medication ordered for a refill on (B)(6) 2015. The healthcare provider planned to continue with the marcaine as well as the patient states really made the pain better after they added it in (B)(6). The healthcare provider were going to continue to manage the patient¿s pain medications so they would continue to reduce the norco further as they are able to do so. On (B)(6) 2015 the patient was seen again for an office visit. The patient stated that for the last nine days he had noticed some sweating and feeling like he wants to jump out of his skin. The patient had stopped the ms ir about 2 weeks ago after an extended weaning period. The patient denied any drowsiness or nausea/vomiting. The patient had received 70% pain reduction from pain medication. Per the nurse not the patient had been experiencing a lot of cold sweats for 9 days. The sweats come in the morning and evening. The medications the patient was taking was diazepam 5mg 1 prn, lisinopri-hydrochlorothiazise 20-25mg tab, zofran 4mg, norco 10-325 mg up to 5qd prn, lidocaine 5% ointment apply prn, and depo-testosterone 200mg/ml 1 mg every month. The healthcare provider left the pump at its current dosing as the healthcare provider did not think it was a problem with the pump as the patient was still getting good pain control. The healthcare provider wanted the patient to follow-up with his pcp (primary care provider later today as the patient already had an appointment. The patient was advised to call the healthcare provider if anything changes. The patient was seen on (B)(6) 2016. The patient has a history of low back pain. The patient had reported that about 3 days ago he began having a lot more low back pain and right leg pain. The patient went to the ER (emergency room) (B)(6) 2016 where they sent the patient home after a shot of dilaudid and a prescription for a prednisone taper. The patient had not yet filled the prednisone prescription. The healthcare provider evaluated the pump which seemed normal and the patient did not seem to be in any withdrawal. The patient had received 70% pain reduction from pain medication. The patient stated that he was not experiencing any side effects from the pain medication. With the medications the patient¿s quality of life was improved. The patient stated that earlier in the day before his pain started he had seen the pcp (primary care provider) who took the patient off valium and elavil and started the patient on baclofen. Per the nurses note the patient stated that in the past he would notice that their pain control would decrease after about 3 months after his pump refills. The patient pain lever was 9 with and without activity. The other medications the patient was taking at the time of the event was diazepam 5mg 1 prn, lisinopri-hydrochlorothiazise 20-25mg tab, zofran 4mg, norco 10-325 mg up to 5qd prn, lidocaine 5% ointment apply prn, depo-testosterone 200mg/ml 1 mg every month baclofen and prednisone 20mg tablet. The patient¿s medical history included low back pain, crps bilateral lower extremities, heartburn and hypertension. The patient had an MRI of his lumber spine which was from (B)(6) 2014 and it showed mild disk bulging at l4-5 and l5-s1. Upon examination the lumbar spine on exam of paravertebral muscles tenderness is noted on both the sides. Straight leg raising test is positive on the right side in sitting at 15 degrees. The treatment plan was to have the patient fill the prednisone prescription and the healthcare provider will set the patient up with a CT scan to rule out any new disc issues in the low back. They would plan to refill the pump on (B)(6) 2016 unless his symptoms change and the patient was to call if that was the case. The patient was also advised to go back on the valium bid for a week then qd for a week then stop it rather than stopping cold turkey like the patient did 2 days ago. Additional information received on 2016-04-12 reported that the patient's medical history included rsd in both legs, feet and low back along with other back disc issues. The patient had moved to (B)(6) for most of 2015. The physician had filled the patient¿s pump every 90 days and he had increased the pump to a flow of ¿4.0 per day¿. The patient then moved back to (B)(6) in (B)(6) 2015. The patient¿s physician in (B)(6) refilled the patient¿s pump in december then increased flow to ¿5.0 per day¿. The patient was able to stop all oral pain meds except breakthrough meds when needed. The patient was not due for refill till (B)(6) 2016. The patient began experiencing severe pain again in late (B)(6) of this year. In march of this year the patient was hospitalized three times due to extreme onset of the patient¿s original pain symptoms. Per the patient it was thought the medicine in pump degraded as the patient had gone the longest time between refills. The pump was refilled early (B)(6) and turned back up to 5.0. The patient was feeling better but then began experiencing roller coaster pain symptoms. The patient had to back on oral pain meds ( morphine) and was back to their original symptoms not as severe as before the refill but still not as good as the patient had been in (B)(6). The patient wondered if it was ¿possible mg needle has come out¿. The patient was scheduled for dye scan and had a cat scan of their low back. The patient was feeling so good before this because of the pump and was looking at returning to work after being disabled for 12 years. On (B)(6) 2016 the patient further reported that they were working with their healthcare provider and on (B)(6) they were turning the pump up to ¿6.0¿. Per the patient if that didn¿t help they would do a (B)(6) study. The patient stated that the first or second week of (B)(6) 2016 they had fallen on ice. The patient landed on their right side and their pump was on the left, but landed where the ¿needle (catheter) ¿ was in their spinal cord. The patient questioned if the ¿needle (catheter)¿ could ever move. It was reviewed that with falls there is a potential for the catheter to move or break. The patient stated they knew that. The patient stated that in (B)(6) the healthcare provider did a fluoroscopy and stated that the patient¿s catheter "was barely in there." Per the patient the healthcare provider had 2 rns (registered nurses) check the placement because he wasn't sure. The patient stated the first rn said it wasn't in there but the second said it was but just barely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.